Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The physician attempted to extract the lead, but it was impossible to remove. The lead was abandoned in the patient. A new lead was placed. No patient complications have been reported as a result of this event.